Event description:
Customer reportedly noted unit started to smoke. The customer then decided to replace the anesthesia machine. There was no reported pt injury. Initial report rec'd from user facility by datex-ohmeda, japan: 09/21/99. Receipt of information by datex-ohmeda, madison, wi: 10/12/99; receipt of add'l info: 10/13/99. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.